Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. It was also reported that power cord sheathing was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.